Event description:
After iabp for four days, the balloon leaked. Blood was noted in the tubing. On 9/18/97 it was rpt'd that the dr had difficulty removing the balloon. Event complications: unk - rpt'd 2/25/97, 9/18/97. Pt current status: unk - rpt'd 2/25, 9/19/97.

Manufacturer narrative:
Device label code for f10. Positions 1, 2, and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.